Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C76451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included obesity, itching, pneumonia, back pain, loop electrosurgical excision procedure, grand multiparity and multiple allergies. Current weight 220 lbs. Concurrent conditions included lower abdominal pain, itching eyes, ocular hyperaemia, eyes tearing, dry eyes, shoulder pain, blurry vision, nasal congestion, sneezing, facial pain, allergic conjunctivitis, allergic rhinitis, shoulder sprain, discharge vaginal, vaginal irritation, nasal discharge, pain in heel, chills, cough, phlegm, acute sinusitis, plantar fasciitis, anemia, menstruation abnormal, post coital bleeding, night sweats, sleep maintenance insomnia, mood altered, irritability, iron deficiency, hyperprolactinemia, menses irregular, bleeding intermenstrual, poor sleep, irregular breathing, tiredness, snoring, weight fluctuation, anxiety, sore throat, earache, fever, general body pain, tonsillitis, stomach upset, abdominal pain, breast mass, pharyngitis, knee pain, rash, numbness, tingling, pruritus, groggy, headache, nausea, photophobia and phonophobia. Family history included diabetes mellitus (mother). Concomitant products included boric acid;poloxamine;sodium borate;sodium chloride (rewetting), ethinylestradiol; norgestimate (ortho tri-cyclen), fexofenadine hydrochloride (allegra), fluticasone propionate (flonase allergy relief), guaifenesin (mucinex) and trazodone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2015, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss"), insomnia ("hormonal changes describe: hot flashes and insomnia") and hot flush ("hormonal changes describe: hot flashes and insomnia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced night sweats ("night sweats"), menstruation irregular ("my period became regular again") and hirsutism ("I stop growing facial hair"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hot flush, night sweats, menstruation irregular and hirsutism had resolved and the migraine, nausea, dysmenorrhoea, fatigue, weight increased, alopecia and insomnia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, hirsutism, hot flush, insomnia, menstruation irregular, migraine, nausea, night sweats, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Pregnancy test - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2015: essure coils are visualized in both cornual regions of the uterus. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, weight gain, pelvic pain, migraines, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C76451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included obesity, itching, pneumonia, back pain, loop electrosurgical excision procedure, grand multiparity and multiple allergies. Current weight 220 lbs. Concurrent conditions included cramp in lower abdomen, itching eyes, ocular hyperaemia, eyes tearing, dry eyes, shoulder pain, blurry vision, nasal congestion, sneezing, facial pain, allergic conjunctivitis, allergic rhinitis, shoulder sprain, discharge vaginal, vaginal irritation, nasal discharge, pain in heel, chills, cough, phlegm, acute sinusitis, plantar fasciitis, anemia, menstruation abnormal, post coital bleeding, night sweats, sleep maintenance insomnia, mood altered, irritability, iron deficiency, hyperprolactinemia, menses irregular, bleeding intermenstrual, poor sleep, irregular breathing, tiredness, snoring, weight fluctuation, anxiety, sore throat, earache, fever, general body pain, tonsillitis, stomach upset, abdominal pain, breast mass, pharyngitis, knee pain, rash, numbness, tingling, pruritus, groggy, headache, nausea, photophobia and phonophobia. Family history included diabetes mellitus (mother). Concomitant products included boric acid;poloxamine;sodium borate;sodium chloride (rewetting), ethinylestradiol;norgestimate (ortho tri-cyclen), fexofenadine hydrochloride (allegra), fluticasone propionate (flonase allergy relief), guaifenesin (mucinex) and trazodone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2015, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss"), insomnia ("hormonal changes describe: hot flashes and insomnia") and hot flush ("hormonal changes describe: hot flashes and insomnia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced night sweats ("night sweats"), menstruation irregular ("my period became regular again") and hirsutism ("I stop growing facial hair"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hot flush, night sweats, menstruation irregular and hirsutism had resolved and the migraine, nausea, dysmenorrhoea, fatigue, weight increased, alopecia and insomnia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, hirsutism, hot flush, insomnia, menstruation irregular, migraine, nausea, night sweats, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 220 lbs. On deployment, there were 1 coil noted to be protruding from the ostium on both side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Pregnancy test - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2015: essure coils are visualized in both cornual regions of the uterus. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, weight gain, pelvic pain, migraines, fatigue. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C76451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included obesity, itching, pneumonia, back pain, loop electrosurgical excision procedure, grand multiparity and multiple allergies. Current weight 220 lbs. Concurrent conditions included cramp in lower abdomen, itching eyes, ocular hyperaemia, eyes tearing, dry eyes, shoulder pain, blurry vision, nasal congestion, sneezing, facial pain, allergic conjunctivitis, allergic rhinitis, shoulder sprain, discharge vaginal, vaginal irritation, nasal discharge, pain in heel, chills, cough, phlegm, acute sinusitis, plantar fasciitis, anemia, menstruation abnormal, post coital bleeding, night sweats, sleep maintenance insomnia, mood altered, irritability, iron deficiency, hyperprolactinemia, menses irregular, bleeding intermenstrual, poor sleep, irregular breathing, tiredness, snoring, weight fluctuation, anxiety, sore throat, earache, fever, general body pain, tonsillitis, stomach upset, abdominal pain, breast mass, pharyngitis, knee pain, rash, numbness, tingling, pruritus, groggy, headache, nausea, photophobia and phonophobia. Family history included diabetes mellitus (mother). Concomitant products included boric acid;poloxamine;sodium borate;sodium chloride (rewetting), ethinylestradiol;norgestimate (ortho tri-cyclen), fexofenadine hydrochloride (allegra), fluticasone propionate (flonase allergy relief), guaifenesin (mucinex) and trazodone. On (B)(6)2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2015, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss"), insomnia ("hormonal changes describe: hot flashes and insomnia") and hot flush ("hormonal changes describe: hot flashes and insomnia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced night sweats ("night sweats"), menstruation irregular ("my period became regular again") and hirsutism ("I stop growing facial hair"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, hot flush, night sweats, menstruation irregular and hirsutism had resolved and the migraine, nausea, dysmenorrhoea, fatigue, weight increased, alopecia and insomnia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, hirsutism, hot flush, insomnia, menstruation irregular, migraine, nausea, night sweats, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 220 lbs. On deployment, there were 1 coil noted to be protruding from the ostium on both side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Pregnancy test - on (B)(6)2015: negative. Ultrasound scan vagina - on (B)(6)2015: essure coils are visualized in both cornual regions of the uterus.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, weight gain, pelvic pain, migraines, fatigue most recent follow-up information incorporated above includes: on (B)(6)2020: mr received- case become medically significant. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C76451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included obesity, itching, pneumonia, back pain, loop electrosurgical excision procedure, grand multiparity and multiple allergies. Current weight (B)(6). Concurrent conditions included lower abdominal pain, itching eyes, ocular hyperaemia, eyes tearing, dry eyes, shoulder pain, blurry vision, nasal congestion, sneezing, facial pain, allergic conjunctivitis, allergic rhinitis, shoulder sprain, discharge vaginal, vaginal irritation, nasal discharge, pain in heel, chills, cough, phlegm, acute sinusitis, plantar fasciitis, anemia, menstruation abnormal, post coital bleeding, night sweats, sleep maintenance insomnia, mood altered, irritability, iron deficiency, hyperprolactinemia, menses irregular, bleeding intermenstrual, poor sleep, irregular breathing, tiredness, snoring, weight fluctuation, anxiety, sore throat, earache, fever, general body pain, tonsillitis, stomach upset, abdominal pain, breast mass, pharyngitis, knee pain, rash, numbness, tingling, pruritus, groggy, headache, nausea, photophobia and phonophobia. Family history included diabetes mellitus (mother). Concomitant products included boric acid; poloxamine; sodium borate;sodium chloride (rewetting), ethinylestradiol; norgestimate (ortho tri-cyclen), fexofenadine hydrochloride (allegra), fluticasone propionate (flonase allergy relief), guaifenesin (mucinex) and trazodone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2015, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss"), insomnia ("hormonal changes describe: hot flashes and insomnia") and hot flush ("hormonal changes describe: hot flashes and insomnia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced night sweats ("night sweats"), menstruation irregular ("my period became regular again") and hirsutism ("I stop growing facial hair"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hot flush, night sweats, menstruation irregular and hirsutism had resolved and the migraine, nausea, dysmenorrhoea, fatigue, weight increased, alopecia and insomnia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fatigue, hirsutism, hot flush, insomnia, menstruation irregular, migraine, nausea, night sweats, pelvic pain and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Pregnancy test - on (B)(6) 2015: negative. Ultrasound scan vagina - on (B)(6) 2015: essure coils are visualized in both cornual regions of the uterus. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, weight gain, pelvic pain, migraines, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs & mr received: injury nos was replaced with new events- pelvic pain, migraines, nausea, dysmenorrhea, fatigue, weight gain, hair loss, hot flashes, insomnia, night sweats, irregular periods, facial hair. Lot number, date of removal and event onset date were added. Reporters information, patients dob, demographics, lab data, medical history, concomitant condition and drugs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.